Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device with lot # 30300071m, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that patient underwent atrial fibrillation ablation procedure with thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported by the caller that post afib procedure and while performing ultrasound it was observed that the patient developed a pericardial effusion. Pericardiocentesis was performed in which 700 cc's was removed from the pericardial space. The patient remained stable throughout the procedure and was transferred to the critical care unit (ccu) for observation. They stayed extra couple of days for observation. The patient¿s condition is fully recovered. The caller also reported that earlier in the procedure the vizigo sheath was not being visualized intermittently despite having enough matrix built. No troubleshooting was performed. The patient event was discovered post use of biosense webster product and after ablation was performed. In the opinion of the physician the cause of the event was procedure and that the perforation occurred during transseptal. Transseptal was performed with an abbott brk needle. There s no evidence of steam pop. The irrigation settings were default for smart touch® sf catheters. There were no errors observed on biosense webster equipment during the procedure. The visitag module was used for force visualization with the following stability parameters: range 3mm, stability time 3 sec, force over time 25% for 3gr. Tag color set by tag index. No additional visitag filters were used. The customers visualization issue with the vizigo sheath is not MDR reportable since the potential risk that it could cause or contribute to a death or serious deterioration in state of health is remote.